Event description:
The patient experienced increased spasticity and unspecified symptoms of pulmonary embolism. The physician thought that the catheter could be the reason. The catheter was replaced. After the replacement, the patient showed a good therapy outcome; there were no further problems. There was no patient injury. The pump was used to deliver lioresal.

Manufacturer narrative:
The catheter has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.